Event description:
It was reported that resistance was encountered while loading the tetra onto the guide wire. The catheter was advanced into the guiding catheter against resistance. The decision was made to remove the catheter from the guide wire and during removal, the tip of the catheter detached: the separated tip came out of the guiding catheter with the guide wire. Reportedly, there was no patient injury.